Manufacturer narrative:
Intuitive surgical inc., (isi) has received the device involved with the complaint and completed device evaluation. Investigation revealed the pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported a cable frayed on the prograsp forceps instrument. There was no allegation of harm or injury or reports of fragments falling into a patient.